Event description:
Information provided states that during the surgery the head of the rasp detached from the handle. The surgery was successfully completed using a rasp from a different orthofix system. There was no injury or delay in this case.